Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery issues on the pump, requiring battery replacement every two days and alarms such as replace battery alarm. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and the customer received low battery alerts before the alarms, and the alarms occurred less than 8 hours after the warning. The customer was using alkaline batteries, which were not previously used in another device, and the battery cap was confirmed to be undamaged. Due to repeated battery issues and alarms, it was advised that the pump would need to be replaced. The customer was advised to discontinue use of the pump, revert to a backup plan per the healthcare professional's instructions, and place the pump in storage mode. The customer was informed of the product replacement and return policy and acknowledged understanding it. Product mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
The pump passed the active current test and sleep current test. No low battery alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on: battery cycle 41.0 received the lowbatteryalert (104) on 12/31/2025 03:41:00 faster than expected at 2.15 days. Battery cycle 40.0 received the lowbatteryalert (104) on 12/28/2025 22:03:01 faster than expected at 2.15 days. Battery cycle 39.0 received the lowbatteryalert (104) on 12/26/2025 16:48:00 faster than expected at 2.19 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Problem isolated to the electronic assembly. The pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿the p-cap/reservoir does lock properly. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay. Power problem-battery loss confirmed. Power problem-charge/battery lasts less than expected confirmed. Damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.